Manufacturer narrative:
Covidien reference number: (B)(4).

Event description:
It was reported that, a 980 ventilator generated an incorrect volume error message. Although requested, the following information was not provided: if a patient was impacted by the reported event, patient outcome, as well as if any intervention was required on behalf of the patient.

Manufacturer narrative:
The field service engineer (fse) replaced the inspiratory flow module (ifm) printed circuit board (pcb). The fse performed testing and all test passed. The ventilator has been returned to the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
There was no patient involvement at the time of the event.